Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The patient reported that he had 3 infusion sets fail in a couple years where the cannula sheared off inside of him resulting in him having it to get removed via an emergency room visit. In his most recent emergency room visit, they elected not to remove it, due to insurance coverages. He was told to see his primary care physician and see if they can remove it either in their office or get referred to a surgical consultant who could do it in-plan. Unknown patient's condition at this time. Please reference MDR# 2183502-2016-01483 and 2183502-2016-01484 for associated complaints.